Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's mother stated that upon removal of the sensor pod, she was unable to locate the sensor wire. Patient's mother took the patient to get x-rays on (B)(6) 2014 and it was reported that the patient's doctor confirmed there were "two wires in the backside of the patient." The patient had surgery to remove both sensor wires on (B)(6) 2014. Patient's mother reported that the patient experienced some pain at the site of surgery and is taking tylenol. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4).